Manufacturer narrative:
The complaint of an external leak is confirmed. The discoloration of the catheter between the venous and arterial luers and bifurcation site is due to chemical staining. Evident by the complaint sample that was returned, it appears the catheter has been exposed to skin prep or a catheter cleaning solution. During functional testing, a small weeping leak was observed emanating from the distal end of the bifurcation site. The leak site was identified on the venous lumen side of the catheter. Gross and microscopic examinations revealed a separation of the tubing and the bifurcation site. No tear in the tubing was observed due to the condition of the sample and the request by the complainant for non-destructive testing. The separation of the tubing and bifurcation site contains characteristics associated with tensile damage. This type of damage can occur when the catheter is stretched beyond its elastic limits. However, at this time, the exact mechanism of damage to the catheter cannot be determined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A chr of lot # reuh0469 showed no other similar product complaint(s) from this lot number.

Event description:
Leak at bifurcation (where tubing goes into the y).